Event description:
Cone body impactor (B)(4) nipple bent out (sent to hospital like this). Surgeon bent it back into place. No further info was provided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. The lot code for the reported device was not provided. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.